Event description:
Customer's son reported that customer took a reading the night before at dinner time and the reading was 165 mg/dl, he had a glass of juice and went to bed. In the morning, at 6:15 a.m., customer's wife could not arouse him as he was having a seizure and fell out of bed. She called the paramedcis and they got a reading of 19 mg/dl. The customer was transported to the hospital. It is unknown what the paramedic gave him, enroote to the hospital, but by the time his wife got to the hospital, customer was feeling fine.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.